Event description:
Rptr complains of scalp rashes, dry eyes, blurred vision, dry mouth, lesions all over body, memory loss, sleep disorders, arm weakness, hair loss, sore throats, needs to be on antibodies all the time. Drastic weight loss at times, 2 precancerous polyps on colon. Cyst on kidney, & 6 spine surgeries. Her body won't heal. Makes large amounts of scar tissue, depressed spirit. Hair loss, hearing problems, sun bothers eyes, throat swells shut, autoimmune disease (connective tissue) implants ruptured, major stomach problems.